Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient was hospitalized on (B)(6) 2025 due to orthostatic hypotension. The patient had initially reported shortness of breath (sob) for several days. The peritoneal dialysis registered nurse (pdrn) instructed the patient to utilize a combination of 4.25% with 2.5% solution on (B)(6) 2025 to pull more fluid off to help with the sob and the patient¿s congestive heart failure (chf), but the sob remained. The patient went to the hospital on (B)(6) 2025 due to hypotension. The patient reportedly had o2 saturation as low as 71% at home with the sob for several days prior to the hospitalization. The patient¿s orthostatic hypotension was likely multifactorial related to pd and autonomic dysfunction. Cardiology was consulted. A transesophageal echocardiogram (tee) had no significant findings. The patient¿s cortisol levels and tsh were within normal limits. The doctors held the patient¿s diuretics. The patient had persistent orthostasis with systolic blood pressure (sbp) dropping from 150 to 60 on (B)(6) 2025. Northera was started on (B)(6) 2025 and the dose (unknown) was up titrated on (B)(6) 2025. The patient¿s midodrine (dose unknown) was down titrated due to supine hypertension. The patient was encouraged to increase oral fluid and electrolyte intake and to use compression stockings. The patient¿s home pd regimen was 9 hours, 4 exchanges, 2.4l fill, no last fill. Typically, the patient alternated with 1.5% and 2.5% solution aside from the recent change with increase to 2.5% and 4.25% for 3-4 days prior to admission. The patient was to continue pd with 1.5% dianeal given concerns of hypotension having an over ultrafiltration component to it. The patient was to continue the ip cefepime for the peritonitis diagnosis on (B)(6) 2025. The patient¿s cell count was down, which indicated appropriate clearance of the infection. The patient continued taking amiodarone and eliquis. A low dose of metoprolol was added during the hospitalization due to the orthostatic hypotension. Per the pdrn, the patient has had intermittent complaints of sob in the clinic but was never prescribed oxygen. The patient had a previous hospitalization at the end of november for sob believed to be caused by the patient¿s chf. The patient has a history of pulmonary hypertension, chronic diastolic congestive heart failure (chf), cardiac pacemaker in situ, secondary hyperparathyroidism of renal origin, hyponatremia, leukocytosis, and urinary retention. The patient remains hospitalized. No additional details were provided.

Event description:
It was reported that this patient was hospitalized on (B)(6) 2025 due to orthostatic hypotension. The patient had initially reported shortness of breath (sob) for several days. The peritoneal dialysis registered nurse (pdrn) instructed the patient to utilize a combination of 4.25% with 2.5% solution on (B)(6) 2025 to pull more fluid off to help with the sob and the patient¿s congestive heart failure (chf), but the sob remained. The patient went to the hospital on (B)(6) 2025 due to hypotension. The patient reportedly had o2 saturation as low as 71% at home with the sob for several days prior to the hospitalization. The patient¿s orthostatic hypotension was likely multifactorial related to pd and autonomic dysfunction. Cardiology was consulted. A transesophageal echocardiogram (tee) had no significant findings. The patient¿s cortisol levels and tsh were within normal limits. The doctors held the patient¿s diuretics. The patient had persistent orthostasis with systolic blood pressure (sbp) dropping from 150 to 60 on (B)(6) 2025. Northera was started on (B)(6) 2025 and the dose (unknown) was up titrated on (B)(6) 2025. The patient¿s midodrine (dose unknown) was down titrated due to supine hypertension. The patient was encouraged to increase oral fluid and electrolyte intake and to use compression stockings. The patient¿s home pd regimen was 9 hours, 4 exchanges, 2.4l fill, no last fill. Typically, the patient alternated with 1.5% and 2.5% solution aside from the recent change with increase to 2.5% and 4.25% for 3-4 days prior to admission. The patient was to continue pd with 1.5% dianeal given concerns of hypotension having an over ultrafiltration component to it. The patient was to continue the ip cefepime for the peritonitis diagnosis on (B)(6) 2025. The patient¿s cell count was down, which indicated appropriate clearance of the infection. The patient continued taking amiodarone and eliquis. A low dose of metoprolol was added during the hospitalization due to the orthostatic hypotension. Per the pdrn, the patient has had intermittent complaints of sob in the clinic but was never prescribed oxygen. The patient had a previous hospitalization at the end of november for sob believed to be caused by the patient¿s chf. The patient has a history of pulmonary hypertension, chronic diastolic congestive heart failure (chf), cardiac pacemaker in situ, secondary hyperparathyroidism of renal origin, hyponatremia, leukocytosis, and urinary retention. The patient remains hospitalized. No additional details were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty select cycler and the patient event of shortness of breath with orthostatic hypotension and hospitalization. It was reported that the hypotension was multifactorial which included pd therapy with possible over ultrafiltration. However, the doctors also provided autonomic dysfunction as a possible cause. Autonomic nervous system (ans) control of the heart is a dynamic process in both health and disease. Ans dysfunction may result from primary disorders of the autonomic nerves or secondarily in response to cardiac (or other systemic) disease. The patient¿s solution choice could have contributed to the patient¿s suspected over ultrafiltration. Based on the available information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s hospitalization for hypotension.